Event description:
It was reported that the patient experienced an infection at the ipg site. Surgical intervention was undertaken on (B)(6) 2023, where the system was explanted. Patient received IV, oral and powder antibiotics to help resolve the infection. Patient received IV, oral and powder antibiotics (in the pocket).

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. The patient received IV, oral and powder antibiotics to help resolve the infection. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information received indicates that the patient's infection had resolved.